Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an in-box device with a charge time out alert. The device tested normally in the lab. The cause of the charge timeout in the field was found to be due to exposure to cold temperatures.

Event description:
This report is to advise of an event observed during analysis.